Event description:
It was reported that when an asymptomatic presented in-clinic for a scheduled follow-up, device could not be interrogated. A single telemetry light was blinking before the alert for unable to interrogate occurred. During last interrogation on (B)(6) 2016, device showed 2.3 years to eri. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be within expected limits. No reason was found for why the battery had depleted to below eol. Bench testing were performed and no anomalies were found. The original battery was returned to the manufacturer for further evaluation and analysis could not conclusively determine a root cause for why the battery had depleted to below eol.